Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
The user facility reported that the balloon lost pressure after approximately 10-12 hours in patient use. According to the report, the patient experienced bronchial aspiration. See mfr3: 2183502-2016-01637.

Manufacturer narrative:
Additional information - a device sample was routed to the smiths medical investigation site for evaluation but was lost in transit. If the device is found and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation. (B)(4).